Event description:
After treatment in the lips with juvedern ultra plus the patient presented with severe edema and lumpiness at the treatment site. The physician attempted to remove the product by excision and extrusion and then treated with hyaluronidase injection to dissolve product. The physician treated with a kenalog injection and oral steroids to reduce swelling. The physician stated that if intervention had not been prescribed it could have led to permanent injury. The physician stated that the patient's symptoms have nearly resolved since the treatment.